Manufacturer narrative:
This report has been identified as b. Braun (B)(4). B. Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, their report has been identified as 3007120504-2014-00008. There was no sample sent for investigation. Based on batch documentation no deviations have occurred during the manufacturing process. The cause for this adverse reaction in this case is not fully clear. A skin prick test and an histamine release study of the single components from prontosan solution was made. All results were negative. The patient showed a type 1-reaction (immediate response). However, an epicutaneous test was not performed. It is not clear if the patient was allergic to prontosan, therefore the (B)(4) closed the case on (B)(4) 2012. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: a (B)(6) year old tetraplegic men with a wound on his hip was successfully treated for a longer time with prontosan wound irrigation solution. After removing the bandage, the wound appeared serous and bloody. During the treatment with prontosan, the patient suffered from itching (back) and generalized pruritus. The patient suffered from an anaphylactic shock with decreased blood pressure. An ambulance was called immediately and the patient was transferred to the hospital where he stayed for 2-3days. The reason for the anaphylactic shock was stated to be the application of prontosan. A skin prick test and an hr-study of the single components from prontosan solution was made. All results were negative. The patient showed a type 1-reaction (immediate response). However, an epicutaneous test was not performed. It is not clear if the patient was allergic to prontosan, therefore the danish authorities closed the case on (B)(4) 2012.